Event description:
It was reported to bioprotect ltd. On (B)(6) 2026 that a bioprotect balloon implantation procedure was performed on (B)(6) 2026. The procedure was done under local anesthesia following placement of fiducial markers. During the procedure, multiple placement attempts were required after an initial tract extended beyond the prostatic apex and engaged the posterior capsule. The balloon was ultimately deployed in an acceptable position. Post-procedure, the patient developed urinary retention requiring foley catheter placement, which resolved within 48 hours. Planning MRI (B)(6) 2026), imaging raised concern for hematoma and possible vascular injury. Subsequent dynamic contrast MRI suggested a periprostatic arteriovenous fistula, and the patient underwent successful coil embolization with resolution of the vascular abnormality. The remaining pelvic vasculature was unremarkable. The patient was admitted for 24-hour observation and was reported to be fine. His radiation treatment (sbrt) has been delayed, and new planning imaging will be scheduled.